Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos of a 32 g x 4 mm pen needle were returned from an unknown lot. No., cat. No. 320559. No DHR review can be carried out as lot number is unknown. Investigation conclusion: visual examination of the returned photo was carried out a broken non patient end of cannula was observed. Root cause description: as the sample in the returned photo was open it is not possible to confirm this defect to be manufacturing related. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that medication wouldn't come out of the pen ndl 32 g 4 mm pro 14 bag 700 case jpx before use, and it was found that the non-patient end needle was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "a patient complained drug didn't come out. Then a nurse confirmed needle npe was broken."